Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09r5n, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va09r5n, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported by the physician that the patient fell when they moved something at home. Impedance testing was performed. The lead was explanted and replaced. The manufacturing representative noted the patient was receiving effective therapy after the replacement.